Manufacturer narrative:
The reported event of failure to remove was confirmed. Analysis revealed there was blood accumulated in the connector port zones. This made the removal of the lead difficult. No device anomalies were found. The blood was most likely not cleaned from the proximal ends of the leads before they were inserted into the connectors at the time of implant.

Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, the right ventricular lead was stuck in the device and failed to be disconnected. The rv lead was released upon wedging the slitter tool into the seal rings. The device was explanted and replaced. The patient was stable throughout.